Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the pt on 05/07/2010 and obtained the following info: the pt self manages her diabetes by testing eight times a day and taking a combination of diabetes medications. Based on her food intake, the pt ranges she takes (her novolog) between 5-6 units after breakfast, 6-7 units after lunch, and 8-10 units after dinner. In addition, the pt takes 120 mcg of symlin after dinner and 18 units levimir insulin at bedtime. The pt indicated, the following; her blood glucose typically runs between "80-150 mg/dl", she does not experience symptoms of high blood glucose, and claimed she only feels sweaty when her blood glucose is low. The pt indicated she also suffers from high blood pressure; however, mentioned that it is also being closely monitored. The evening prior to the alleged issue, the pt does not recall what her blood glucose reading was. The pt denied making any changes to her regimen the evening prior to the alleged issue; the pt stated she took between 8-10 units of novolog after dinner and 18 units of levimir insulin at bedtime. The pt alleged that the issue began on (B) (6) 2010 at approx 6:45am. The pt recalls waking up at 5:30am that morning and playing on the computer up until 6:40am. The pt denied taking her medication or having anything to eat at that time. The pt also denied having any symptoms prior to the alleged issue. At approx 6:40am, the pt clarified that she went to the kitchen to test her blood glucose and to also have her breakfast. The pt again denied of having any symptoms (suggestive of high or low blood glucose) prior to testing. The pt confirmed that she received the blood glucose reading of "118 mg/dl" with the subject meter at approx 6:45am. Roughly two mins after testing, the pt stated, she passed out on the kitchen floor. The pt claimed, she got up approx five hours later. Realizing what had happened, the pt stated, she went to test her blood glucose again; she received reading of "60 mg/dl" on the subject meter at approx 11:45am. The pt stated, she was completely aware she needed something to eat, but claimed she went to the couch to go to sleep (the pt did not wake up until 3pm that afternoon). The pt clarified she did not have any additional symptoms after the alleged issue occurred and finally had something to eat at approx 3:10pm. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.